Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024 , it was reported that the patient encountered problem with two infusion sets tubing detachment from hub. Patient replaced infusion set and resumed insulin deliveries successfully. No further information.